Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sterile syringe convenience trays foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: during filling of manufacturing lot #1279830, a particle inside the syringe was noticed.

Event description:
It was reported while using bd sterile syringe convenience trays foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: during filling of manufacturing lot #1279830, a particle inside the syringe was noticed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. The image shows a loose syringe filled with an unknown fluid with an unknown large black spot floating in the fluid. The condition observed is non-conforming per product specification. A potential root cause for the foreign matter fluid path defect is associated with the assembly process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.